Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation analysis found the avigo guidewire was separated into two segments. The guidewire distal segment was returned within what appears to be gauze and the proximal segment was returned within a dispenser coil. The avigo guidewire segments were decontaminated. Based on measurement, there did not appear to be any segments missing from the guidewire. The avigo guidewire appeared to have separated at the core wire to distal platinum coil solder region. No bends or kinks were found with the avigo pushwire. The guidewire surface was examined under magnification. No cracks, bumps, or kinks were observed. The pushwire ptfe coating was found intact. Inspection of the guidewire polymer jacket, apart from the observed separation, revealed no other damage or irregularities. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Based on the device analysis and reported information, the customer¿s report of ¿guidewire separation/break¿ was confirmed. The cause for the event was determined to be use related. Per the sem analysis, ¿distal end: features consistent with rotational bending fatigue are visible on the fracture surface. Proximal end: fracture mechanism cannot be determined as the surface is covered with a tenacious deposit/residue that could not be removed with ultrasonic cleaning.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out for information on the device. Once the device has been received and investigation completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the tip of the avigo guidewire separated in the distal section. The avigo was used with a transform balloon microcatheter. The vessel was somewhat difficult the catheterize, so the guidewire was rotated in a normal fashion. After a while, the tip of the wire was not responding to rotation, and when the guidewire was pull, the tip did not respond. The wire was pulled back completely, and it was found that the tip of the guidewire had detached from the rest of the wire. However, a part of the wire was still inside the balloon catheter. The balloon catheter was taken out, but the wire tip was not found. The guide catheter was then removed and flushed. The guidewire tip was flushed out. The patient was undergoing balloon assisted coiling embolization treatment of a ruptured aneurysm located in the acom. The patient¿s vasculature was moderate in tortuosity.